Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, was not infusing.

Manufacturer narrative:
Information was received indicating that there was no patient involvement in this event.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved accuracy testing and found the device to be within the published specification of +/-6%, but over delivering the control limit specification of +/-3%. The expulsor was trimmed to bring the pump's delivery into more nominal range. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured sep. 2013, and is out of warranty therefore, no manufacturing DHR review is needed.